Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to moisture damage on the electronics. Unable to verify button error alarm due to blank display anomaly. The device was received with corroded keypad traces, cracked reservoir tube lip, battery tube threads, broken belt clip slot, and minor scratched display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose was unknown. The device was exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.